Event description:
It was reported that telemetry had confirmed a motor stall and recovery in the event logs. A health care provider stated that the pump implanted a couple months ago and has since had eight motor stalls. The patient did not mention any magnetic resonance imaging (MRI) scans or other magnetic interferences. Reportedly, the stalls were random over the last two weeks with no specific time pattern. All the stalls recovered within 30 minutes. It was not known what medication this device system delivered. Additional information was requested. It was further noted that the patient did not have any symptoms and the cause of the stalls was undetermined. No further troubleshooting was done and the patient was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).